Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to implant the lead was tested and the helix would not rotate. The lead was not used. The patient condition was good before and after the procedure.